Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge change errors with multiple cartridges during the load sequence. Reportedly, the customer was successfully able to load the cartridge. Customer's blood glucose was 86 mg/dl at the time of the report. Customer would continue to use the pump for insulin therapy.

Event description:
It was reported that the customer received multiple, intermittent cartridge change errors with multiple cartridges during the load sequence. Reportedly, the customer was successfully able to load the cartridge. Additionally, it was reported that the customer believed the pump was delivering insulin differently than it normally should. Reportedly, the customer has been needing to deliver additional boluses in order to keep blood glucose (bg) in target range. The customer reported bg levels were able to be kept under control. At the time of the report, bg level was 86 mg/dl. Customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the cartridge change error issue was verified. Based on the analysis, the alleged insulin delivery issue could not be verified.